Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the turn knob had sharp edges, the o-rings and bearings were worn and damaged, the bushing was loose and the device could not secure the blade devices. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to wear on components from improper handling and loctite degradation from repeated sterilization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the bushing was displaced on the sagittal saw attachment device and was too far below the housing, which exposed the o-ring. It was further reported that the set screw would not open enough to allow coupling with blade devices. During in-house engineering evaluation, it was observed that the turn knob had sharp edges, the o-rings and bearings were worn and damaged, the bushing was loose and the device could not secure the blade devices. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.